Event description:
Translumbar dialysis catheter being placed. Under fluoro guidance ivc visualized via contrast injection of right femoral vein catheter, ivc was accessed by translumbar technique. An extra stiff amplatz wire placed ivc. Track was dilated to 16 fr. 15 fr. Dialysis catheter tunneled under skin. Unable to advance 15 fr. Sheath over amplatz wire, then a 16 fr dilator was placed. A lunderquist exchange wire was exchanged for the amplatz. Tried to place 15 fr sheath over lunderquist wire into the ivc but only about 5 cm of sheath would advance. The wire started to buckle and kinked. When the sheath was pulled out the wire broke and about 50 cm of wire came out of the pt, leaving about 2 cm sticking out of ivc. Tried to snare end of wire which was in pt's svc but 3 cm of wire broke off and was pulled out via the sheath. Pt taken to o.r and extraction was attempted but wire was unable to be pulled out. Approximately 60 cm wire left in pt.